Manufacturer narrative:
Updated aware date based on information received from the field.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The device history record review was not performed as the serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the valve-in-valve procedure and the patient have been provided. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities are ongoing; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
As reported, a patient with a 27mm bioprosthetic mitral valve underwent a valve-in-valve procedure with a transcatheter bioprosthetic valve. The reason for the valve-in-valve procedure and the implant duration of the 27mm mitral valve are unknown. No additional information was provided.